Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that during the trial the patient experienced pain and tenderness at the lead incision site. The device was removed and there have been no reports of further complications regarding this event. The trial was successful and the patient may be implanted in the future with a permanent device.